Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Device was returned. Failure to detect pump: since field data logs were not available for investigation and no defects reproduced on returned product, the cause of the failure to detect the pump could not be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative: a 63-year-old female with a history of cardiomyopathy was being prepared for placement of an impella cp for temporary mechanical circulatory support. Upon connection of the impella cp to the automated impella controller (aic), an impella defective alarm was displayed and could not be resolved. The impella cp was not inserted/implanted. A replacement impella cp device was selected and successfully implanted to provide circulatory support. There was no report or indication of harm to the patient. A device exchange was performed without clinical consequence to the patient. The event is being conservatively reported as hemodynamic instability.